Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured october 21, 2015 ¿ october 22, 2015. The device was received for evaluation with approximately 120 ml of fluid in the bladder. Visual inspection revealed evidence of leak/backflow at the fillport once the fillport cap was removed. Further visual inspection revealed that the leak was due to a white particle approximately 1.02 mm in length located under the checkband. The particle was identified to be acrylic material via fourier transform infrared spectroscopy. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution filled into the fill port of a large volume folfusor immediately leaked out. There was no patient involvement. No additional information is available.